Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported intracranial hemorrhage due to a fall and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a fall at home; they were found confused and disoriented. The patient was taken to the emergency department (ed) and found to have an intracranial hemorrhage. The family decided to withdraw care and the patient expired on (B)(6) 2021. The death was not considered to be device related and the device operated as intended. An autopsy was not performed and the device remained in the patient.